Event description:
According to the reporter, a patient underwent a procedure using the pillcam. After the procedure, it was discovered that the capsule had been retained. Subsequent scans were performed in 2016 showed that the capsule was present in one piece. Upon a scan conducted in (B)(6) 2017, it was discovered that the capsule separated into three segments. No other known adverse events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received states that there haven't been any new developments in approximately the last month. The patient is clinically well at the moment. The patient did not tolerate the medication, azathioprine, and is being considered for adalimumab now. A surgeon suggested operating and fixing the capsule fragments and crohn's disease as well. The patient is not keen and feels quite well.